Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced receptacle exhalation valve. Performed operational verification procedure (ovp) and performance check, all passed. All work accomplished per vela service manual rev.f. Vent is operational and meets OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported motor fault alarm on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.